Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the moderately tortuous inferior mesenteric artery. A 3mmx4cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the 5f non bsc catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the catheter. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.